Manufacturer narrative:
The review of the device history record showed no deviations. The size and article number of the implant corresponds with the main label on the packaging. Only the patient label in the packaging was not correct. The internal stock was checked and no deviation was found. Since it is not possible to determine exactly how many articles from the respective batches are affected, both batches are recalled via a fsca with the reference ((B)(4)). For patients who have already been treated, an incorrectly assigned article number in the patient pass could lead to confusion and in the worst case to an incorrectly planned revision surgery (wrong size chosen). CAPA (B)(4) was initiated.

Event description:
Article number (B)(4) with the batch 1707116 was implanted - in the packaging was however the patient label with the article number (B)(4) and the batch 1707121.